Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and corroded keypad trace during visual inspection. Analysis was unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify battery out limit alarm due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a battery out limit. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer reported that the buttons were unresponsive after reset. The customer reported that the insulin pump was dropped and got exposed to moisture. The customer reported that there were fluids under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The information provided in section d.1 with initial report was incorrect. The correct information has been provided with this report.